Manufacturer narrative:
The manufacturer received the device on 10/05/2004, and it is currently being analyzed. The patient received a heart transplant a week earlier, and is doing well post-transplant. No further information is available at this time.

Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). On approx five months later, the manufacturer contacted the vad coordinator for information on the pump, which was sent back to the manufacturer on 10/05/2004, after explant with no official complaint form being filed. The manufacturer spoke with the vad coordinator to clarify why we received the pump. On two months earlier, the patient was transferred back to the hospital from home after reporting intermittent low flow alarms. The patient was asymptomatic as the flows would drop for only a second or two and then return to normal. At that time, the patient was admitted to the hospital for observation. A system controller malfunction was ruled out after changing out the controller. An echo was performed (tee) and "could not rule out pannus or thrombus formation across the inflow valve" the patient remained in the hospital under close observation with the alarms continuing on an intermittent basis (2-3 times per day). The patient was transplanted and the pump explanted without incident the following month. The surgeon noted no obvious thrombus and felt that there was the possibility that the inflow valve was angulated, perhaps, toward the septum. The vad coordinator was just inquiring as to if there were any abnormalities noted to the returned pump's inflow valve that could have caused the low flow alarms. The patient was unharmed and is currently doing very well.